Event description:
The rptr had rec'd an er1 message on her surestep meter, and said it had been returned already. She did not relate the circumstances of the er1 message except that she had retested and rec'd a blood glucose reading.